Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product sn is unknown.

Event description:
It was reported that a patient presented with ventricular tachycardia due to loss of capture on their pacemaker. The loss of capture resulted in a backup high output safety pulse and was resolved by reprogramming. The patient status following the programming change was unknown.